Event description:
Patient reported signs of a pimple type rash under wafer and under tape border, which was scattered and located outside of paper tape border. Patient denied itching to the area. End-user explained skin was washed and applied adhesive powder to site. As a result patient was educated on the crusting method, recommendation were made to use skin barrier, and adhesive remover and protective barrier wipes to the skin area. Instructed if area does not improve contact convatec for additional instruction. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: s4s/sur-fir natura 2pc-2pc durahesive (dh) flexible skin barrier w/ flange w/ white tape collar and cut-to-fit opening (overall dimension 5" x 5"). Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.